Manufacturer narrative:
The electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant ise results for three patient samples tested on a cobas 8000 ise module. Results for the following assays are affected: sodium electrode, potassium electrode, and chloride electrode. The first patient sample initially resulted in a sodium value of 164.96 mmol/l and it repeated as 134.4 mmol/l. The second patient sample initially resulted in a sodium value of 165.68 mmol/l and it repeated as 141.5 mmol/l. This sample initially resulted in a potassium value of 5.15 mmol/l and it repeated as 4.07 mmol/l. This sample initially resulted in a chloride value of 127.23 mmol/l and it repeated as 104.5 mmol/l. The third sample initially resulted in a potassium value of 7.36 mmol/l and it repeated as 3.91 mmol/l.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.